Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the papilla vater during a dilation of papilla vater procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the pressure meter stopped responding when pressure was being applied to the syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. Additional information received on september 27, 2020. It was noted that the balloon failed to be inflated with the inflation syringe, which is why the pressure meter stopped responding when pressure was being applied with the syringe.

Manufacturer narrative:
Additional information: block b5 (describe event or problem) block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Block h10: investigation result a visual examination of the returned complaint device does not have any visual defects. It was noticed that the gauge needle indicated 0 atm when received. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water; no issues were noted. As there was no issue with the visual and functional test during product analysis, the complaint incident cannot be confirmed. Taking into consideration the evaluation conducted and the details of the complaint, this investigation is assigned the most probable cause classification of no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the papilla vater during a dilation of papilla vater procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the pressure meter stopped responding when pressure was being applied to the syringe. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.